Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. While attempting to insert the 2.25mm x 8mm ion stent into a non-bsc 6f guideliner, the stent became stuck and experienced longitudinal deformation. They were unable to get the stent to pass through the guideliner. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) with the shelf box. The balloon was tightly folded with the stent secured on the balloon. There were bent struts in rows three, four, seven and eight from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The outer diameter (od) of the undamaged part of the stent was measured at .04685". A new 6f guide catheter was used for functional testing, this was necessary because the guide catheter from the reported event was not returned. Functional testing was performed by inserting the sds into the new guide catheter; the sds was advanced through the entire length of the new guide catheter with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. While attempting to insert the 2.25mm x 8mm ion stent into a non-bsc 6f guideliner, the stent became stuck and experienced longitudinal deformation. They were unable to get the stent to pass through the guideliner. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.